Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.